Event description:
Non-integration. The customer is reporting fell out. Additional information: placed 3 implants. 2 fell out, 1 is loose.

Event description:
Non-integration. The customer is reporting fell out. Additional information: placed 3 implants. 2 fell out, 1 is loose.